Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Review of device data to boston scientific technical services confirmed the battery is depleting faster than expected, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.